Event description:
It was reported that a system error (se) 2267 alarm occurred during dwell 1 of 4 on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) discovered that the white clamp was open on an unused line in the organizer. The technical service representative (tsr) assisted the hp in ending therapy. The tsr reviewed proper procedure with the hp. The tsr advised the patient to restart therapy with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.